Event description:
As part of a (B)(4) clinical study, a patient was identified who underwent a right total hip arthroplasty on (B)(6) 2005. Subsequently, the patient experienced a laminectomy, a piriformis release and an acetabular revision on an unknown date, with unchanged buttock pain noted on (B)(6) 2010.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Date of event - unknown. Brand name - unknown. Product identification and expiration date - unknown. Date explanted - unknown. 510k number - unknown. Manufacture date ¿ unknown.

Manufacturer narrative:
This follow-up report is being filed to correct information that was reported in error on a previous medwatch. Upon review of complaint, it was noted that this patient underwent a total hip arthroplasty on (B)(6) 2005 rather than a hip resurfacing procedure as previously reported.

Manufacturer narrative:
Corrected data: event description ¿ patient was not enrolled in a clinical study. A retrospective clinical review identified the patient¿s event. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿

Event description:
As part of a retrospective clinical study, a patient was identified who underwent a right femoral resurfacing procedure on (B)(6) 2005. Subsequently, the patient experienced a laminectomy, a priformis release and an acetabular revision on an unknown date, with unchanged buttock pain noted on (B)(6) 2010. Additional information received on product identification.

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch and to correct a typo on the initial report.

Event description:
As part of a retrospective clinical study, a patient was identified who underwent a right femoral resurfacing procedure on (B)(6) 2005. Subsequently, the patient experienced a laminectomy, a piriformis release and an acetabular revision on an unknown date, with unchanged buttock pain noted on (B)(6) 2010. Additional information received on product identification.

Event description:
It was reported that patient enrolled in a clinical study underwent a right femoral resurfacing procedure on (B)(6), 2005. During post-operative monitoring, unspecified surgical complications were noted on (B)(6), 2010. These findings were found due to follow up monitoring, there were no symptoms reported by the patient. There has been no reported revision procedure to date. An invoice history could not be located to confirm the surgery date.